Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. The manufacturer was advised that the lvad pump will not be returning for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 with the cause of death documented as failure to thrive. The patient lived alone and was last seen the night before the event. The patient was found on the floor unresponsive by the family with all batteries depleted. There was uncertainty of what led to the event. The vad medical team reported that, based on the system controller history, it did not look like the device failed. It was their belief that the patient had experienced some sort of medical crisis, such as a stroke or pulmonary embolism, that led to the patient's inability to respond to the alarms when the battery charge eventually started to deplete. No additional information was provided.

Manufacturer narrative:
A root cause for the reported event could not conclusively be determined. The pump was not returned for evaluation. The vad medical team reported that, based on the system controller history, it did not look like the device failed. It was their vad medical team's belief that the patient had experienced some sort of medical crisis, such as a stroke or pulmonary embolism, that led to the patient's inability to respond to the alarms when the battery charge eventually started to deplete. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Stroke, peripheral thromboembolic events, and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.